Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
Healthcare professional reported right side deflation. Healthcare professional late reported "any creases" and "particles in valve" observed during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as unidentified (tear) opening. ¿ particles in valve: observed. ¿ crease folding of implant : not observed. As per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Healthcare professional late reported "any creases" and "particles in valve" observed during surgery. The device has been explanted and replaced.